Event description:
The user's daughter reported that while her mother used the bench with the help of a nurse, the locking mechanism on one of the legs failed twice, causing her mother to fall. She states her mother was not injured. The bench was returned to (B)(6) for a replacement.